Manufacturer narrative:
The device was returned and evaluated by olympus. In addition, evaluation found the complaint was confirmed and water tightness was lost due to a crack on the switch box and distal end. Also, evaluation found the right/left knob was discolored, the air/water and suction cylinder were discolored, the image guide protector was damaged, the connecting tube was scratched, the adhesive around the objective lens was cracked, the light guide lens was cracked, and the distal end was shaved. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii duodenovideoscope was leaking due to a fall. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps elevator had residual liquid and foreign material. The report is being submitted due to foreign material on the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the fall of the equipment may have contributed to the appearance of the material lodged at distal end. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material and liquid remaining in forceps elevator since reprocessing could not be completed due to leakage at distal end. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.